Event description:
It was reported that the patient was deceased. The implantable cardioverter defibrillator (ICD) system was suspected to be related to the death of the patient. The physician requested review of a carelink transmission as device function was questioned. Technical services reviewed the transmission and stated the device began detecting non-sustained tachycardia (nst) episodes for a full minute before it eventually detected a ventricular fibrillation (vf) episode. The rhythm appeared consistent with vf. The cycle length during the episode showed fluctuation in and out of detection zones. Isolated undersensing was also observed. The cycle length variation and undersensing both contributed to delayed detection. A shock was delivered. After the shock the rhythm remained a wide complex tachycardia but became more regular. Because it was consistently below a detection zone, the episode terminated. In summary, the device detected and delivered therapy appropriately based on how it was programmed but the shock was ineffective. It was also noted that the current egm in the transmission showed a detection marker indicating another episode was detected. Since there were no further transmissions, it was unknown if any shocks were delivered or aborted. No additional information is available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: dtba1d1, ICD implanted, (B)(6) 2013. (B)(4).